Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator onsite, the patient circuit test failed due to a check valve 3 leak. There was no patient involvement.

Manufacturer narrative:
Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: the reported complaint of check valve (cv3) leaks was not duplicated with a known good cv3 installed into the inhalation module. The returned inhalation module with torn cv3 will cause leak & errors. (B)(4).